Event description:
Autosuture purstring 65 was in use and the purstring broke as the instrument deployed. Surgeon was performing a hand assisted laparoscopic sigmoid colectomy. Dates of use: (B) (6) 2010. Diagnosis or reason for use: intraoperative suture of bowel anastomosis.